Event description:
Pt had pump placed, appeared to be working as expected. Pt sustained fall (reported to md) and noted days later pain relief not appropriate. Follow up found intrathecal catheter had sheared and fragment left in intrathecal space.